Manufacturer narrative:
Health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic ileal bladder surgery, when cutting the close ileum, the device did not fire. The jaws did not completely close the clipped tissue and could not be fired normally. They replaced the device by another manufacturer's device to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.